Event description:
During an unspecified procedure, the suture broke while being passed through the tissue. The surgeon applied another product. The hospital reported that no patient injury had occurred.

Manufacturer narrative:
5/1/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The product was not returned to the MFR for evaluation.